Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6b, g2, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken crease sharp assessed, as a fold flaw opening with non-penetrating nicks around the opening. Additional observations: crease fold observed, in the surface. Brown particles observed, in the surface of the device. No further actions are required, as the device was implanted.

Event description:
Patient reported, right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. Device remains implanted. This relates to the right side.